Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire separation appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement, manipulation and/or inadvertent mishandling of the guide wire caused the guide wire to kink and separate. Additionally, it was not specified if or how the separated guide wire was retrieved. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device available for eval updated from "yes" to "no".

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The hi-torque balance middle weight universal ii guide wire broke without major manipulation. It was not specified if the complete guide wire was retrieved. The wire was replaced with a new hi-torque balance middleweight universal guide wire. There was no adverse patient sequela reported. No additional information was provided.